Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2020. The source of the infection was presumed to be vad endovascular. Cultures noted staph lugdunesis bacteremia. The patient symptoms during the event included anorexia, fatigue, and nausea/emesis. The site detailed the patient was not deemed to be a suitable candidate for lvad exchange so the infection was treated medically with long term suppressive antibiotics. The echocardiogram showed no evidence of endocarditis. The patient was discharged on (B)(6) 2020 on cefazolin for four week and then lifelong cephalexin/doxycycline. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was readmitted with bacteremia on (B)(6) 2020. The patient was treated with IV antibiotics. A CT scan noted no evidence of abscess. The echocardiogram showed no evidence of endocardiogram. No further information was reported.